Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no audio at the central station. If a malfunction occurs that causes the highest alarm volume to be so quiet that users say they cannot hear the alarms, in the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. It was stated that the device was not in clinical use when the issue was found. There was no report of injury or harm.